Event description:
Shutdown while on pt on 2 separate occasions (2 days apart) no pt harm reported. Was operating on newer 3 hour external battery during both events. Unit did alarm (audible and visual).